Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged at routine follow-up. The dislodgement was confirmed via x-ray. It was also noted that p-wave amplitude had decreased and pace impedance measurements had increased. Pacing threshold measurements remained within acceptable limits. The device was reprogrammed from ddd50 to vvi40 and the lead electrically abandoned as a result. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.